Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition, engagement and initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument clamp arm opened and closed properly several times. Due to the damaged teflon pad, the energy delivery test could not be performed. The system logs from the customer are not available. Additional unrelated observation not reported by site: the clamp arm was found to have melting and breakage of the teflon pad at the tip. A piece measuring approximately 6 mm x 0.5 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument could not recognize. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient as the damage occurred outside of a surgical procedure. The patient has not returned to the hospital due to any post-surgical complications.